Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's therapy was working great until recently when their symptoms were getting worse and worse. Patient reported having horrible severe pain in the vagina, wetting at night and stated that they contacted the health care provider (hcp)'s office and they the patient to call the manufacturer. It was noted that they had access to the programmer (pp). Patient synched to patient programmer and stimulation was off. It was reviewed that therapy needed to be on to be effective. Ins was turned back on and patient was to monitor symptoms. On (B)(6), patient called again wanted to change settings, they synced with the pp and stimulation was on. Patient was on program 3 at 4.0v, patient was assisted to change the setting to program 1 at 4.0v. Patient was advised to review any directions previously provided by the hcp. It was reviewed that it takes time for the body to respond to therapy. Patient reported that they had fallen a night prior to the report. Patient was redirected to follow up with the hcp if the problem did not resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the issue with wetting themselves had been resolved. No further complications were reported or were expected.